Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty charging and it kept beeping at them. The patient had issue with charging for two days. Last night, the patient noticed it felt like the stimulator moved. The patient said thy were seeing the doctor on friday. The patient they could feel the stimulator. They put the back of the circle on the recharger right over the stimulator directly on the skin. It started in open loop and then went to closed loop and said the therapy was off with 10% and good coupling. Then it went over to excellent connection. Patient services walked caller through how to turn the stim on after they charge the stimulator. The patient was able to successfully recharge. Later that day, the patient called back to find out how to turn the therapy back on. They had 60% charge on the stimulator. Patient services walked them through how to turn the therapy on. They got a por message and then were able to turn the therapy on. Patient services helped the patient get the recharger set back up and they got an excellent connection and were charging. They were going to talk to the doctor on friday to see if their stimulator had moved.